Event description:
The subject device was used during a laparoscopic omentectomy and pelvic para-aortic lymph node dissection. The device was activated output without grasping anything in the grasping section. Many short circuit error messages were displayed and finally probe damage error message was displayed. The procedure was completed without another thunderbeat device. There was no pt injury reported. As a result of eval on 11/20/2014, olympus found the ptfe pad was separated.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the ptfe pad was partially peeled from the jaw. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn, and the distal end of the pad is separated from the grasping section. Considering the eval result of the subject device, the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.